Event description:
On 3/17/95 the pt had an intra-aortic balloon pump catheter inserted following cardiac catheterization. On 3/20/95 blood was noted in the tubing of her intra-aortic balloon catheter. The catheter was removed and a new catheter (serial #i1076765) was inserted. The pt remained hemodynamically stable.